Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after receiving a vibration alarm, the device could not be interrogated. Communication was still not possible after interrogation attempts with telemetry tests. The device was explanted and replaced. The patient was discharged from the hospital.

Manufacturer narrative:
No conclusion code available. Final analysis did not confirm the premature battery depletion but noted a rapid voltage drop from eri to eol. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The rapid drop from eri to eol could not be determined.